Event description:
Customer reportedly received results of lo (less than 10 mg/dl) and 139 mg/dl within 10 minutes on the active s system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.